Event description:
Smiths medical has been notified of leakage through the cuff after an unknown amount of time in use. It is not known if the product was checked before use per the instructions for use. No adverse outcome. Event occurred at the hospital in foreign country.

Manufacturer narrative:
Results evaluations: investigation: evaluation of the returned complaint sample confirmed the customer observation of leakage from the cuff. The source of the leakage was located in the cuff, approximately 32mm away from the tube end. The leakage was examined under magnification and revealed a pinhole approximately 0.23mm in major axis. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: as the tube was used successfully for an undetermined amount of time, we have determined the most likely cause for this incident is that the cuff became damaged following insertion of the cuff through the stoma. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the patient's anatomy can be experienced. This report has been logged for trending.